Event description:
A woman called with questions due to the death of her husband who had a zenith endovascular graft implanted (B)(6) 2007, and subsequently expired in 2011. She had indicated that about 2 days prior to her husband's death, the radiologist had indicated from a review of images that he saw a bubble in the graft, and she understood the graft to be leaking. Her husband had been experiencing back pain and had gotten shots in his back. He developed a staph infection and it apparently went to the graft, and he developed septic shock. The death certificate indicates he died of septic shock, multiple organ failure. She had gone online and saw where cook had a recall in 2011 that was related to a potential damge in the braided suture sued to attach the external stents to the graft material and wondered if the graft her husband had was affected, the lot # indicated it was not related to the recall. She had indicated that for the first 2 years, her husband had a CT scan; however, they then changed to an ultrasound every year, and wondered if that was as affective.

Manufacturer narrative:
Pt info unknown as not provided by reporter. Pt expired 2011 - date not specified. Initial reporter is pt's wife. No address given. No facility reported. (B)(4). Event evaluation: still under investigation.